Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation approx. 22 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer coil was found fractured. These findings can be considered as the root cause for the issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. Furthermore cuts in the insulation were noted which most likely occurred during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
This lead is not pacing. Patient is male, born (B)(6) with no particular physical activity, (B)(6) kg and (B)(6) cm. There were no adverse patient side effects reported. The lead was returned for analysis.